Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (bent pins) has been confirmed. Upon investigation the belt connector pins were bent and several pins were missing. The end of the connector was separated, and trunk connector locking nut was missing. The root cause of the damaged trunk cable connector could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged trunk cable connector and bent pins. The pt received a replacement electrode belt.

Event description:
The daughter of an (B)(6) old female pt called zoll customer support to report that pins on the pt's electrode belt connector were bent. The pt was issued a replacement electrode belt.